Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that the customer had high blood glucose 10 days after the customer started on the device. Customer was hospitalized. Customer was living in group home. Customer will not be returning the device for analysis.